Event description:
On (B)(6) 2012, pt reported that she lost consciousness and was hospitalized with hypoglycemia on (B)(6) 2011. Pt woke up on (B)(6) 2011 at 8:00 am. With blood glucose of 40 mg/dl. She did not experience any hypoglycemic symptoms, and she took a 2 unit bolus and ate breakfast which consisted of "2 carbs." Pt felt better, and her blood glucose was in the 100 mg/dl range at 1:00 p.m., pt then ate lunch which consisted of "4 carbs" and took 4 units of insulin. Her blood glucose was in the 100 mg/dl range at 5:00 p.m., and she ate dinner which consisted of "2 carbs" and took 2 units of insulin. Pt went to bed at 12:00 a.m. On (B)(6) 2011, and she lost consciousness sometime between 12:00-4:00 a.m. Her husband found her "passed out" in the kitchen, and her blood glucose was "lo" mg/dl. Husband attempted to treat pt with cake icing, but she would not eat it. Husband contacted the paramedics and they arrived at 4:10 a.m., and her blood glucose was 20 mg/dl. She was placed on an IV with treatment for hypoglycemia and was transported to the hospital. She arrived at the hospital at 5:00 a.m., and her blood glucose was 80 mg/dl. She was still "passed out". She woke at 8:00 a.m. And felt fine with a blood glucose in the 100 mg/dl range. Pt was treated from the hospital on (B)(6) 2011 at 8:00 a.m. Pt also experienced a diabetic coma on (B)(6) 2011, but she was not using any products manufactured by roche at that time. Pt reported she had been sick with a urinary tract infection and bronchitis for the past 7 months. Her normal blood glucose is in the 100 mg/dl range. There were no allegations against any products, and the products were not requested for eval.